Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-03030. It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention took place for the replacement for the ipg but during the procedure the doctor found an implanted paddle lead that had been cut and therefore the entire system was explanted and replaced to address the issue.